Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: received five 22ga packaged units from lot number 7006555. Four of the units received were open at both ends, one of the units was partially open at one end of the package. The key variables that affect seal strength are: seal transfer/width and paper top web glue. Both of these variables were included in the observations. The product characteristics require a minimum of 1/8¿ seal transfer. This dimension was observed to be acceptable with the returned units. The adhesive used to seal the top and bottom webs is uv fluorescent. The units were analyzed under uv light and found to have an adequate amount of top web adhesive. Per review of the DHR it was concluded that all required challenges, inspections and testing were performed per specifications in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Although the defect was confirmed, the units evaluated for this incident passed the manufacturing specification requirements. The defect of pkg seal integrity poor / questionable, as stated in the description of the complaint was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength were observed to be within specification. No anomalies were found. Relationship of device to the reported incident: indeterminate comment: although the packages were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.

Event description:
It was reported that the customer received a shipment of bd insyte¿ autoguard¿ shielded IV catheter(s) that were not sealed closed. This was noticed before use and there was no report of injury or medical interventions.